Event description:
The user facility reported that during a surigal procedure the surgeon used the device to cut a wire. The device's tip broke off; however, it was retrieved and discarded by the technician. It is unk if the instrument was previously used. There was no pt injury reported.